Event description:
This rv lead was implanted on (B)(6) 2006, and remains implanted as of this time. A call was received by technical services on (B)(6) 2017, stating that this lead had an out-of-range impedance of more that 2000 ohms that triggered lead safety switch. The physician was dr. (B)(6), at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).